Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and fusion was also noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.